Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) reviewed a stored ventricular episode and found there was observations of right atrial (ra) and left ventricular (lv) lead noise. It was noted that the non-physiologic noise is being intermittently oversensed due to an insulation issue on the ra lead. Ts confirmed there is capture. Additionally, it was noted the lv lead has an insulation issue as well. Ts discussed lv sensitivity programming options. At this time, the device and both non-boston scientific ra and lv leads remain in service. No adverse patient effects were reported.